Event description:
It was reported that a spectrum pump would not auto restart following a downstream occlusion alarm during a preventative maintenance test. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The unit passed downstream occlusion testing. The downstream sensor reading with a fluid filled set loaded was found to be out of spec. Additionally, the downstream pressure plate gap was found to be out of spec. The unit was reworked and calibrated.